Event description:
It was reported that there was a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. During the procedure some fluttering of the implant frame material was noted, however there was no damage or tears to the device. All release criteria was met and there were no reported complications that occurred. The patient was discharged on dapt. On (B)(6) 2020 the patient came in for a routine 6 week follow up visit. During this visit the patient had a transesophageal echocardiogram(tee) performed. The imaging from the tee showed that there was a large thrombus on the device. The physician added clexane to the medication that the patient was taking to treat this thrombus. The closure device was still positioned well and there were no complications that were reported. The case is still ongoing.